Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high and undefined pacing impedance. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.